Event description:
The facility reported a colleague infusion pump with a malfunction of failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of 810:11 was confirmed and not reproduced during product evaluation. This failure code indicates an air in line sensor error but the sensor passed the returned instrumentation testing. Therefore the root cause of this condition could not be identified and no repair was necessary.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of 810:11. This failure code indicates an air sensor error (air sensor/circuits saturated). This condition had the potential to interrupt delivery. It is unknown when or in which care area this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.